Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that the colormarker at the knot/suture is not clear/visible during intervention. There is less white color than in the past. It is felt this has been occurring for the last 2-3 months. In addition, after step #3, the suture is splicing like a hair, in more strings, using the quickcut tool on the proglide device making it more difficult to advance the knot with the knot/pusher in these non-calcified vessels. The proglide sutures achieved hemostasis. The number of patients, procedures, and number of proglide devices used were not provided. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.